Event description:
Customer reported their rp500e generated a discrepant high thb (total hemoglobin) result compared to the result from retesting the same sample on the same analyzer. There was no report of injury due to this event.

Manufacturer narrative:
The root cause could not be determined due to insufficient instrument log files provided for review. The three repeat results using the same sample generated consistent thb results (within 0.3 g/dl of each other) indicating that the initial result - the high thb result was an isolated event. The investigation is completed.